Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "leaked under arm", and concern with the product.

Event description:
Patient reported right side "recalled implant", "fell, shredded on chest wall and ruptured. It leaked under the arm; this caused numbness in the arms and hands...had to undergo several bilateral mastectomy surgeries since because the chest wall didn¿t want to heal." The device remains implanted.